Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited a defective image and cable failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunctions were identified during the device evaluation: cable failure and a defective image. Based on the results of the investigation, a probable root cause for the malfunctions found during the device evaluation could not be established. It is likely the image did not function normally due to the cable failure and the defective image occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.